Manufacturer narrative:
Concomitant product: 419478 lead, implanted on (B)(6) 2004.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead. The lead was explanted and replaced. It was also reported that the cardiac resynchronization therapy pacemaker (crt-p) was prophylactically replaced. The patient is pacing dependent, therefore replacement was initiated to preclude permanent impairment of a body function or permanent damage to a body structure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The analyst indicated that review of the manufacturing data, and data gathered during the visual and dimensional inspection, did not show any abnormal results. Electrical testing revealed that this battery was depleted beyond the elective replacement indicator value (2.59 volts) while in the device. The battery met the dc resistance specification at its depth of discharge. Based on these results, it was concluded that the battery did not yield any unusual electrical or other properties for a battery at this stage of depletion. No problems were found with the battery. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.